Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the heater bag became disconnected from the homechoice and the patient stated that they did not tighten the connection well enough. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. It also provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received a system error 2240 (air in set/line) during use of the homechoice machine. According to the report, the patient stated that this occurred during fill two (2). The technical services representative assisted the patient in clearing the alarm. The patient stated that they did not have the connection to the heater bag on tightly enough as it got unhooked. There was no patient injury or medical intervention in association with this report. No additional information is available.